Manufacturer narrative:
The console was not returned for analysis; however, this console was evaluated by a boston scientific field service engineer (fse) at the facility. The fse identified that the breaker that the outlet was connected to was tripped. The breaker switch on the back of laser was tripped as well. The breaker switch was reset, and the unit turned on with no errors. The fse verified that the cooling system functioned properly, and the gauge read correct readings. The optics were inspected and verified, and the console was verified for near and far alignment. Power output tests were performed and verified to meet specifications. Based on this information, the reported event is confirmed. The fse solved the issue and t e console performs according to manufacturer specifications. Based on the analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a laser lithotripsy procedure, the console prompted error 282. The customer turned the laser off, however the laser could not be turned back on then. After troubleshooting, the breaker switch on the laser was found to be on the off position and after, the laser was turned back on. The physician put a stent in the patient and brought the patient back again to complete the procedure as the stones were unable to be removed during the first attempt. The patient had been administered general anesthesia. The customer is requesting that a field service engineer(fse)come check out the console. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or when sedation is unknown.